Event description:
It was reported the camera head experienced a bad imager issue during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d10, h2, h3, h4, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: burn video connector, scratches on the ccd lens, failed leak test a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: found no image due to the unit processing incorrectly like a burn video connector. The most probable cause of the complaint is cause not established. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.